Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 25.5 mmol/l (459 mg/dl). The pod was worn between 4 and 24 hours on the arm. It was noted that the adhesive came loose and the cannula was bent. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts, drive stalls or alarm. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.